Event description:
It was reported that the right ventricular lead was to be repositioned. After several attempts with the lead dislodging, the physician requested a new lead. When the lead was removed, it was noted to have tissue around the helix preventing the helix from getting a good bite of the heart tissue. A new lead was implanted and positioned without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).